Manufacturer narrative:
The insulin pump passed unexpected error test. No unexpected alarm noted. Pump was received with cracked battery tube thread, corroded battery tube, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, missing end cap sticker and severely scratched display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received an unexpected restart after putting new battery and pieces of plastic falling off from reservoir compartment. The customer¿s blood glucose level was 160 mg/dl. The customer was assisted with troubleshoot and customer stated that they put new battery and unexpected restart had recurred during normal pump use. The insulin pump will be returned for analysis.